Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The dr. Reports the patient has a left bipolar hip done (B)(6) 2007. The patient had fallen and now has a peri prosthetic fracture. The dr decided to remove the old stem and replace it with a restoration modular hip stem and a grip plate for the greater trochanter. The old stem was carefully removed and a restoration modular stem was implanted per the surgical technique. A grip plate was placed to secure the fracture. A new bipolar was implanted and the surgical site closed.